Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) regarding a patient who was implanted with a neurostimulator (ins) urinary dysfunction/sacral nerve stim and gastrointestinal/ pelvic floor. The patient reported that they don't have programmer and said that the system is off and hasn't worked in a long time. Technical services reviewed that an MRI is not recommended unless stim was confirmed to be off. Technical services recommended that the patient follow-up with managing a healthcare provider (hcp) to have the device checked and determine eligibility. The patient to follow-up with the health provider (hcp). No further complications were anticipated/reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from a healthcare provider (hcp) stated that patient ins implant battery was changed on (B)(6) 2016 which was placed by another doctor in 2008. The patient found no improvement with the stimulator on and does not want to use it. The patient was last seen by their doctor on (B)(6) 2016 and at that time she did not want to use the interstim. The patient had no clinical improvement from it . She felt stimulation in genital area, it works but it just does not help her. It was reprogrammed on (B)(6) 2016, (B)(6) 2016.